Manufacturer narrative:
Investigation summary: two photos and one 1ml ll syringe were received and visually evaluated. The syringe was observed to have a piece of large white foreign matter in the fluid path, larger than level 3 in size. The foreign matter was identified as a piece of broken plunger rod tip. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that during withdrawal from a vial with a bd 1ml syringe luer-lok¿ tip, the spongy filter in the needle pulled out of the needle and into the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during withdrawal from a vial with a bd 1ml syringe luer-lok¿ tip, the spongy filter in the needle pulled out of the needle and into the syringe.